Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose with blood glucose of 23 mg/dl at the time of the incident. The customer was at 255 mg/dl at the time of the call. The customer did not mention how they treated. The customer did not mention any symptoms. It is unknown if the customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer got a change sensor alarm and was having sensor to pump connection issues. The insulin pump will not be returned for analysis.